Manufacturer narrative:
The program coordinator reported that they had a power outage at the facility at night on 03/15 and took down the telemetry monitoring across all units for 5-7 minutes. The multiple patient receivers (orgs) are all connected to nk provided compliant upss. The customer would like to know if the nk switches are required to be connected to the ups as well and could this lead to telemetry signal loss. Nihon kohden technical support (tech support) called the customer back per their email request. The customer was asking if antennas not being connected to ups system and instead connected to direct power that was lost could lead to the entire antenna system going down. Tech support informed them that since power supplies of antennas were connected to direct source of power that had a power loss, it will reflect in the antenna system, and they will see signal loss errors occur. The customer understood and stated the facility will be taking measures to connect ups systems to the power supplies of the antennas. They will call back if there are more issues, but for now, no more assistance was needed. No patient harm reported.

Event description:
The program coordinator reported that they had a power outage at the facility at night on 03/15 and took down the telemetry monitoring across all units for 5-7 minutes. The multiple patient receivers (orgs) are all connected to nk provided compliant upss. The customer would like to know if the nk switches are required to be connected to the ups as well and could this lead to telemetry signal loss. Nihon kohden technical support (tech support) called the customer back per their email request. The customer was asking if antennas not being connected to ups system and instead connected to direct power that was lost could lead to the entire antenna system going down. Tech support informed them that since power supplies of antennas were connected to direct source of power that had a power loss, it will reflect in the antenna system, and they will see signal loss errors occur. The customer understood and stated the facility will be taking measures to connect ups systems to the power supplies of the antennas. They will call back if there are more issues, but for now, no more assistance was needed. No patient harm reported.